Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 12-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: during investigation, the pump powered up to a clear and legible display. The blank display complaint was unable to be duplicated during investigation.